Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. This technical alarm is common after a software installation. Restart the system and check that no technical alarms are activated. If error code 10003 remains, this indicates a hardware error. Recommended action is to restart the system or replace pcb control.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by field service engineer (fse). Based on provided service report, the issue was resolved by adjusting control printed circuit board and connectors. The ventilator then passed all functional and safety tests and was cleared for clinical use. The cause of the issue was related to adjusted parts. Correction of fields # d1 brand name, # d4 version or model was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit, d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).